Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: nurse attempted to prime the device prior to connecting to a newly established IV access. She met resistance and could not prime with saline in spite of increasing pressure on the saline syringe.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they could not prime the product could not be replicated. Following a small number of similar reports, CAPA#1998036 was initiated. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21055555 regarding item #20039e.

Manufacturer narrative:
Medical device expiration date: na. FDA notified: the initial reporter also notified the FDA via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged. The following information was provided by the initial reporter: nurse attempted to prime the device prior to connecting to a newly established IV access. She met resistance and could not prime with saline in spite of increasing pressure on the saline syringe.